Manufacturer narrative:
H11: this report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient was unable to complete dialysis while using a minicap extend life pd transfer set reportedly due to unspecified "multiple machine alarms". The patient presented to the clinic for assessment. It was reported that the patient drained "clear yellow effluent". The patient was treated with prophylactic antibiotic therapy. The transfer set was replaced. There was no report of hospitalization. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.